Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.

Event description:
The customer reported that the knife would not retract and the handle would not open during a cystectomy/ileal conduit procedure. The device was removed from the patient by additional resection and caused tissue damage. There was no bleeding or injury to the patient.